Event description:
Same case as MFR report #: 2134265-2008- study: it was reported 1581 days following a coronary artery stenting procedure that the patient returned with in-stent restenosis. The index procedure treated the 99% stenosed 3.75x30mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre-dilation with a cutting balloon at 7 atms with another balloon at 9 atm's and placement of two overlapping taxus express2 drug eluting stents (4.0x32mm and 4.0x8mm) resulting in 0% residual stenosis. The patient was discharged 3 days post procedure on aspirin and clopidogrel. The patient returned 1581 days following the index procedure due to a positive stress test with angiography revealing a 70% in-stent restenosis in the mid rca (target vessel) and an 80% stenosis in the mid left anterior descending (lad) artery. Reintervention consisted of a 4.0x9mm liberte stent implant in the mid rca target lesion and a 3.0x12mm liberte stent in the lad both resulting in 0% residual stenosis. The patient was discharged one day post procedure on aspirin and clopidogrel. The event was related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be anticipated procedural complication.